Manufacturer narrative:
Evaluation summary. A review of the device history record could not be conducted because a lot number was not provided. A sample without original package or lot number was received for evaluation. After performing a visual inspection, the reported condition was observed that the connector is detached at the bifurcation. The reported condition was confirmed. The analysis performed by the team concluded that the main root cause is that this condition is a workmanship issue. This happens when an operator fails to complete an assembly or follow the predetermined process steps to assure a complete assembly. Changes have been made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have better control over the assembly process. A new solvent dispenser allows a better handling of the solvent. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Emdr evaluation codes: "leaking" code has been added.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ng tube had a split at the bifurcation. Additional information received from the customer stated that the tube was broken at the bifurcation during use and leaking was noticed. The ng tube has been replaced. There was no patient harm reported.